Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that there were concerns regarding potential inappropriate therapy delivered by this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the available device data and identified multiple arrhythmic episodes in 2025 during which eight anti-tachycardia pacing (atp) therapies followed by one shock were delivered per episode. The presenting rhythms in these episodes appeared consistent with supraventricular tachycardia (svt); however, a definitive determination could not be made. In 2026, one similar episode was identified in which atp therapy alone was delivered. Based on the findings, technical services (ts) recommended consideration of further discussion with the electrophysiology (ep) team for additional clinical evaluation. No additional adverse patient effects were reported. The device remains in service.